Event description:
It is reported that during surgery in 2008, stem finished proud of the broach. Device remains implanted.

Manufacturer narrative:
Evaluation summary: the natural porous hip stem was not returned for review. It is alleged that the stem finished proud of the broach that was used. No x-rays, photographs, or additional surgical specifications were provided except the fact that the patient was a small build female with a medium activity level. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.